Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue. As a precaution, physio-control replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing an all white display on their device. This was reportedly discovered after being powered on for approximately 5 minutes. An all white display on this device is indicative of a device lockup. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed system controller and user interface pcb assemblies in the failure analysis center. The likely cause of the reported issue was determined to be due to a thermally sensitive integrated circuit chip, designator u8 from the user interface pcb assembly. It was noted that the ic chip failure caused the display to fail, but the device was still able to function during testing.